Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The pump history was printed at the user facility. The pump history indicated that the pump continued to be in use after the reported date. All data from the reported event date of 08/28/2004 was overwritten by the newer information.

Event description:
Report received of backflow of fluid from the secondary IV bag to the primary IV bag. The customer contact reported that one day before the event day, at 2200, line a of the pump was programmed to deliver d5 1/2ns with 20meq of kc1 at a rate of 100ml/hr. Line b was programmed in the concurrent mode to deliver 250ml of doxorubicin at a rate of 10.5ml/hr for a duration of 24hours. The next day, at 0100, the nurse noted that, the "doxorubicin backed up into the primary solution bag and that half of the doxorubicin bag was empty." The patient's oncologist was notified. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. The customer contact reported, " I do not believe that the pump is at fault." Though requested, no additional information was provided.